Event description:
Per the clinic, the patient developed a post-operative infection at the implant site resulting in the exposure of the receiver/stimulator. Subsequently the device was explanted on (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on 31 mar 2014.